Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported event. The device can no longer be repaired. The device is out of order and not approved for use. The device was returned to the customer, per request.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The cause was isolated to the system pcb assembly.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.